Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that prior to start of a da vinci-assisted surgical procedure, the 8mm maryland bipolar forceps instrument was observed to have a broken cable. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis, and the complaint was confirmed. The maryland bipolar forceps instrument was analyzed and found to have broken grip cables at the proximal end within the housing. The grip cables were fully broken near the backend pulleys. There was no discoloration, corrosion, or contamination on the cables to suggest improper reprocessing as a contributing factor. Additional related observation(s) reported by site: the instrument was found to have a pitch cable broken at the proximal end in the housing. The pitch cable was broken near the backend pulleys. The instrument was also installed on an in-house system and failed the mechanical engagement sequence. Further, the instrument pitch and grip (yaw) inputs failed to engage with the in-house system's sterile adapter during multiple attempts. Additional unrelated observation not reported by site: the instrument was found to have a broken conductor wire at proximal end about 50 mm from the wire crimps. The instrument failed the electrical continuity test. No signs of thermal damage were observed. The instrument was found to have a corrosion on the backend pulleys and the main tube holder bearing. The probable root cause of cable breakage is attributed to damage to the cable through external collisions, during use, or during reprocessing. The root cause of failed functional testing was attributed to the broken-proximal grip and pitch cables. The probable root cause of the conductor wire being broken on the proximal end is attributed to the manufacturing process. Breakage can result from pinched or kinked wires.

Event description:
Refer to h11 for follow-up information.